Manufacturer narrative:
If implanted, give date: not applicable, as the cartridge is not an implantable device. If explanted, give date: not applicable, as the cartridge is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) stuck in cartridge and was partially inserted into the patient's left eye. The lens was replaced with another lens of the same model and diopter. There was no injury or intervention required. Patient recovered post-op. No further information is available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: cartridge was not returned, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed eleven additional complaint folders for this production order number. Product deficiency was not identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.